Event description:
Customer reported a malfunction on pump, indicated as malfunction code 5 with a fault ID of 0x2147. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.